Event description:
Reportable based on device analysis completed on october 31, 2025. It was reported that error message "the console detected blood in the catheter" occurred. During a pulmonary vein isolation (pvi) procedure, a polarx balloon catheter was used. It was observed that a blood detection error occurred. Subsequently, the catheter was examined outside the patient and no blood was detected in the catheter. The procedure was completed with another polarx balloon catheter. There were no patient complications reported as a result of this event. The device was returned for analysis. However, device analysis revealed a leak path pressurizing the inner balloon coming from the guidewire lumen tip. This indicates a breach in the guidewire lumen. The balloons were cut away which revealed a crack in the guidewire lumen that allowed blood to ingress into the balloon. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Upon receipt at our post market quality assurance laboratory, this polarx balloon catheter was visually inspected, and visible blood was observed inside the balloon region. With this, no leak and functional testing were performed. Product analysis confirmed the reported event of "the console detected blood in the catheter". The device was dissected and pressurized in a water bath to locate a leak. A leak path was found pressurizing the inner balloon coming from the guidewire lumen tip, which indicates a breach in the guidewire lumen. The balloons were cut away which revealed a crack in the guidewire lumen that allowed blood to ingress into the balloon. The crack was in the adhesive on the distal side of the marker band. This failure is addressed under ncep-(B)(4) true blood detects from inner/outer balloon breach or guidewire lumen breach.